Event description:
Caller reported that a tandem mobi cartridge alarm occurred, causing customer's blood glucose level to be displayed as "high." Customer addressed high blood glucose by administering a correction injection via multiple daily injections and did not require third-party assistance. Technical support confirmed cartridge alarm 34 and determined no exposure to external magnets or prior reporting of similar alarms. Customer was advised to put pump into storage mode before returning it and to program settings and connect their continuous glucose monitor to the replacement pump. There was no adverse impact to customer¿s blood glucose level, and a replacement pump with updated software was sent by technical support to continue using current pump for insulin delivery.